Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the distal end assy w/ccd module fluid damage, the segment fluid damage, the control body fluid damage, the ccd module fluid damage, the lg cable connector fluid damage, the eog valve broken, the glass rod broken, the insertion flexible tube (ift) buckled, the glass rod cracked, the control body corroded, the lg cable connector corroded, the operation channel leak, the operation channel cut, the bending rubber cut, the distal body worn out, the light guide cable bump, the suction channel kink, the distal end assy w/ccd module blackout, the air/water socket chipped/cut o-ring , the remote control button(1) misconfigured, the remote control button(2) misconfigured, the remote control button(3) misconfigured, and the remote control button(4) misconfigured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).